Event description:
62 years old admitted with recurrent chest pain; taken to cath lab, found to have subtotal occlusion of left anterior descending, decrease in anterior wall motion; angioplasty performed: 3mm stent placed: elected to close artery with perclose device. Became technically difficult with very dense scar tissue, needles had to be surgically removed as did the device from the right femoral artery and a right femoral artery vein patch angioplasty was performed. Estimated blood loss 1200 cc; 2 units trasfusion required. Pt had rec'd heaprin in 10,0000 units at 0840 and 12.5 ml reopro at 0845 followed by reopro drip 3.6 ml/20cc at 17 cc/hr at 0850. Perclose procedure attempted at 0906. Reopro dc'd at 0910. Two personnel required to hold manual pressure. Surgical repair performed in cath lab. Blood pressure at beginning of procedure 137/91. Lowest blood pressure in cath was 90/66. Pt was sedated.